Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 2.50x16mm promus element ¿ drug-eluting stent was advanced but failed to crossed the lesion. It was also noted that the shaft got broken and deformed. The device was completely removed from the patient as it was withdrawn with the catheter. The procedure was completed with another 2.50x16mm promus element ¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element mr ous 2.50 x 16mm stent delivery system was returned for analysis. A visual examination of the stent identified no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and was within max crimped stent profile measurement. He bumper tip of the device was examined and no issues were noted. He balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks. The hypotube was broken at 271mm distal to the distal end of the strain relief. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 2.50x16mm promus element drug-eluting stent was advanced but failed to crossed the lesion. It was also noted that the shaft got broken and deformed. The device was completely removed from the patient as it was withdrawn with the catheter. The procedure was completed with another 2.50x16mm promus element drug-eluting stent. No patient complications were reported and the patient's status was stable.